Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the implant broke off while screwing into the bone. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-4030c-09 serial/batch number (B)(6) was received for investigation. Upon visual inspection, it was determined that the fastthread¿ biocomposite¿ interference screw, measuring 9 x 30 mm, had sustained significant damage. The screw had snapped in two. The threads on the broken segment were compromised, leading to a distortion of the original shape. Functional testing is not applicable to the device received. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.